Event description:
During an MRI scan, a pt suffered a skin blister beneath the nibp cuff of the monitor. The blister was described as being a second degree "burn" at the back side of the pt's upper arm over a reddened area of 1.5 x 0.5 inches. The blister itself was described as being about 1 inch in diameter. The pt was undergoing a series of cervical and lumbar spine scans on a ge 1.5 tesla twin speed MRI scanner. The nibp cuff used contains noconductive material, hence the risk of a radio-frequency (rf) induced burn is nil. Pt's blister was treated with a skin cream, and the pt was discharged following the MRI scan.